Manufacturer narrative:
Product analysis the medial portion was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had fracture and noise noted on non-sustained ventricular tachycardia episodes. During extraction, the patient's right atrial (ra) lead tip broke off. The rv lead was explanted and the ra lead was partially explanted. No patient complications have been reported as a result of this event.